Event description:
Event description guidant received information that this implantable ritht ventricular lead exhibited a loss of capture and farfield oversensing of p waves approximately 1 week post implant. The farfield oversensing did not result in pacing inhibition. However, the patient had received an inappropriate shock. Technical services (ts) discussed possible lead dislodgement. The physician elected to reposition the lead, with excellent results. No syncope or lightheadedness was reported.